Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It was unknown whether the product had caused the reported failure. Based on the attached photo, unable to determine the reported failure of the sample due to poor sample condition as only photo has provided. However, a full investigation could not be performed completely due to only photo has provided for evaluation. This complaint is inconclusive - poor sample condition and several tests could not be carried out. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the (foley catheter) product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the foley catheter was leaking at a sample site and required milking to drain. Also stated that the catheter was still in patient and has not been removed.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It was unknown whether the product had caused the reported failure. The root cause was related to the manufacturing issue as lumen to lumen leakage. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was leaking at a sample site and required milking to drain. Also stated that the catheter was still in patient and has not been removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was leaking at a sample site and required milking to drain. Also stated that the catheter was still in patient and has not been removed.